Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 3.7, lab: 2.6. Date: (B)(6) 2011, 3.5, 2.8. Time between lab and meter tests: 10 mins. Pt's therapeutic range = 2.5-3.5. Pt has had medication changes based on inratio results. Physician is concerned that recent stroke may have been due to inratio results.

Manufacturer narrative:
Investigation pending.